Event description:
A (B)(6) patient treated for acute anuric renal failure with major metabolic acidosis requiring extra-renal purification sessions and the placement of a femoral dialysis catheter. A change of dialysis catheter on guide was carried out on (B)(6) 2022 (identical reference, batch of the previous catheter not known). A first dialysis session was carried out on (B)(6): no functioning problem observed but non-optimal purification. A second dialysis session was carried out on (B)(6) 2022: clotting of the circuit, and 200ml of blood was lost. Decision to remove the catheter on (B)(6) 2022 following a resumption of the patient's diuresis. When the catheter was removed, it was not possible to remove the last few cm. Necessity of an incision with a scalpel by the doctor in order to remove the catheter. A transparent protective branch of the catheter tip of about 5 cm with a blood clot, unusually present.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A supplier corrective action request was issued to the contract manufacturer. The process review performed by the contract manufacturer indicated that a tip protector is applied to the catheter lumen during manufacturing to protect the distal lumen tip. The device was shipped with protective sleeve on the catheter as it has been since 2012. It appears that the protective sleeve was implanted into the patient along with the catheter. The contract manufacturer confirms their procedure does not indicate removal of the sleeve during packaging. Although this was an isolated event, and an improper surgical procedure, a request was made for the procedure be updated to include removal of the protective sleeve when packaging the catheter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.